Event description:
It was reported that the motor device had an e8 error. The event was not reported to have occurred during surgery. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the device passed all operational specifications, except for the safety test. It was observed that the device ran in the load position because the device was power broken. The assignable root cause was determined to be due to failure to follow instructions for use and running the device in the safe or load position. This was further defined as misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate